Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device would display values and then suddenly display no values with no error message. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. Visual inspection showed no external physical damage. The sensor failed continuity testing due to a broken white conductor at the detector solder joint assembly. When connected to a monitor a "sensor off patient" error message was displayed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).